Manufacturer narrative:
No device is anticipated to be returned, however, the investigation is based on the info that was downloaded via modem from the acuity log file. Results of the investigation will be provided on a supplemental report.

Event description:
The customer indicated that two devices connected to acuity showed the same waveform, thus resulting in inability to maintain pt data for one of the monitors. This resulted in a loss of centralized monitoring for one of the monitors. There was no report of pt harm associated with this event.